Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the display adapter printed circuit board. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a degraded image during fluoroscopic x-ray. No pt injury was reported.